Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that after a tka, patient developed an infection. A revision surgery was performed to explant the jrny ii bcs xlpe art isrt sz 3-4-rt 9mm. Patient outcome is unknown. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable nor to be a complaint, since it is a duplicate from (B)(4) and it is already reported under report (B)(4).

Event description:
It was reported that after a tka, patient developed an infection. A revision surgery was performed to explant the jrny ii bcs xlpe art isrt sz 3-4-rt 9mm. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.